Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. There were stent struts on the distal end of the stent that were bent and stretched. The undamaged outer diameter of the proximal end of the stent was measured and is within specification. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile and shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 24x2.25 promus premier¿ drug-eluting stent was attempted to be delivered using a non-bsc guide extension catheter to treat the lesion. However, during the procedure, the stent got stuck at the port of the guide extension catheter. The stent was found to be deformed and lifted. The procedure was completed with a 2.25x23 non-bsc stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 24x2.25 promus premier drug-eluting stent was attempted to be delivered using a non-bsc guide extension catheter to treat the lesion. However, during the procedure, the stent got stuck at the port of the guide extension catheter. The stent was found to be deformed and lifted. The procedure was completed with a 2.25x23 non-bsc stent. No patient complications were reported and the patient's status was good.